Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to ipg moving in the pocket following weight loss. As such, surgical intervention took place on (B)(6) 2024 wherein the pocket was revised to address the issue. Reportedly, the issue has resolved.

Event description:
Additional information received indicates that the ipg implanted deeper in the same pocket.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.